Event description:
It was reported that the patient had an implantable, intrathecal pump and a revision. No symptoms, interventions, drug information or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, product type: catheter. (B)(4).